Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the right side of the pump touch screen was unresponsive. Customer experienced an elevated blood glucose level (bg) of 544 mg/dl. Customer delivered a correction bolus via the pump to address the elevated bg. Customer declined further follow up from tandem technical support.